Manufacturer narrative:
(B)(4). S/w version (B)(4). Retainer ring=black. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Unit successfully downloaded to thus. Pump error 53 alarm ((B)(4)) is found in the formatted history file due to a software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No low battery alert, power loss alarm or replace battery now alarm noted during testing. No unexpected low battery alert in the pump trace download. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.